Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and was unable to duplicate the customer reported malfunction. The device was ventilating and the patient settings and information were visible on the graphic user interface (gui). Nonetheless, the fse then replaced the liquid crystal display (lcd). The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator breath delivery (bd) status became blank on the display. The patient was transferred to another ventilator.

Manufacturer narrative:
(B)(4). One liquid crystal display (lcd) panel was received for investigation. A visual inspection was conducted, and no anomalies were observed. The unit was attached to a failure investigation test ventilator for analysis. The unit was powered up normally, and no errors were recorded in the diagnostic logs. Calibration and performance tests were conducted successfully, without errors or alarm being generated. The unit was put into normal ventilation mode and it ran successfully. The display did not go blank at any stage of the testing. The customer reported malfunction was not duplicated, as the component was found to function as intended.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.